Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection fell suddenly by approximately two year. Technical services (ts) reviewed the device data and noted that power consumption had been increasing and was expected to continue to do so. Device replacement was recommended and a safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection fell suddenly by approximately two year. Technical services (ts) reviewed the device data and noted that power consumption had been increasing and was expected to continue to do so. Device replacement was recommended and a safe replacement interval was provided. This device was subsequently explanted, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
A supplemental report will be filed when analysis of this device has been completed. Ssv.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The battery longevity projection fell suddenly by approximately two year. Technical services (ts) reviewed the device data and noted that power consumption had been increasing and was expected to continue to do so. Device replacement was recommended and a safe replacement interval was provided. This device was subsequently explanted, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.